Event description:
Facility reports that the patient arrived for routine dialysis treatment complaining of generalized body pain and that the patient had fallen down two days prior. Dialysis was then commenced via patient's thigh graft, with target fluid goal of 6.0kg. Three hours into the treatment, the patient complained of shortness of breath and generalized body pain. Staff then determined the patient also had a fever. Blood cultures were drawn. The patient was then transferred to the e.r. And further labs were drawn. Labs were hemolyzed. The patient three hours later was type and crossed, hgb 4.4. The patient was then transferred to the ICU and transfused 4 units rbc's. Facility believes that hemolysis may have occurred during treatment, no abnormalities noted with the dialyzer. No abnormalities noted with patient's blood entering and exiting the patient. Patient's labs requested and facility will determine if they can be sent. Blood cultures taken earlier came back positive, type of organism not known by reporter. Bloodline and dialyzer discarded.